Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 50mg/dl and treated with glucose. Customer indicated that they were having issues with their basal rates and that the pump programming was not accurate. Customer indicated that they would contact their doctor for changesd to the basal rates and more assistance. No further assistance was necessary.